Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. A non bsc stent was placed in an unspecified target lesion and approximately one year later the patient presented with in-stent restenosis. The lesion was predilated with a 2.5mm non bsc balloon and then a 3.50x16mm taxus liberte stent was advanced to the lesion; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was damaged. The procedure was successfully completed with a different device, followed by postdilation with a 2.5mm non bsc balloon. No patient complications were reported with the patient's current condition is listed as 'good'.

Manufacturer narrative:
(B)(4): as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)